Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed ¿question marks¿ in the pacing display and the cardiac compass area shows ¿invalid data.¿ it was noted that the patient was receiving chemotherapy and radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.